Event description:
The company representative reported a month later that they were not aware that the heat pack interacted or affected the patient¿s device or lead. The company representative spoke with the patient¿s doctor about her follow up and he did not mention that the patient had a burn. It was unknown if the patient still had incision pain.

Event description:
The patient put a heating pack over her back where the midline incision was and after about 15 minutes, she began screaming in pain that ¿it was burning her.¿ the burning sensation was at the lead location. The patient did not want to make a two hour drive to the hospital so that was why she did not call her doctor¿s office. The patient was informed that heat may not be encouraged to treat post-operative pain. The burning did subside, the patient calmed down and there were no other symptoms. The next day the patient still reported pain to incisional areas but denied exhibiting any other symptoms. The patient was walking and moving extremities per her norm. No diagnostic testing, troubleshooting or action was required. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97791, lot # n452872, implanted: (B)(6) 2014, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).